Event description:
During a stenting procedure to the iliac artery, the balloon burst at nine atmospheres. The vessel was slightly calcified and tortuous, with a stenotic level of 99%. The ruptured balloon was remvoed without difficulty, and the procedure was successfully completed with a competitors balloon catheter. There was no reported pt injury. The product is not available for eval and testing. Device is distributed outside the united states; however, it is similar to to u.s. Distributed product.